Event description:
It was reported that the customer's insulin pump was alarming button error while they were programming their bolus settings. Customer stated they did not hold any button down for extended periods of time and that the device was not exposed to moisture. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.